Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge and maintain the ipg as recommended. It was confirmed that the ipg was inoperable. As a result, surgery occurred in which the ipg was explanted to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.